Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment complaint that the facility has a 15-20% failure rate with the proglide device and manual arterial compression is applied to achieve hemostasis. No specific failures, case details or physician names were provided as the facility reporter indicated that this information was not available. There were no reported adverse patient effects and no reported clinically significant delays in the procedures. As no physician names were provided, it is not known if the physicians are trained in the use of the proglide device. No additional information was provided.